Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was missing and there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: moisture was visible in the display screen. The pump failed to power on. The audio bolus button was missing. A leak test verified that there was a leak at the bolus button. The pump was opened and moisture damage was found on the printed circuit board.